Manufacturer narrative:
All buttons were functioning properly, however, corroded keypad traces were found. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a minor scratched display window, cracked battery tube threads, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that while trying to give a bolus, the buttons did not work properly on the insulin pump. Customer's blood glucose was 208 mg/dl. Customer then received a button error alarm after a few minutes. The buttons were not working and the button error could not be deleted. The insulin pump was replaced.